Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly on or about (B)(6) 2014 the patient was implanted with a stryker scandinavian total ankle replacement. It is further alleged that on or about (B)(6) 2021 the patient began experiencing symptoms of instability, inability to bear weight, pain, new grinding in the device and noise in her right ankle. Allegedly the device was removed from her right leg on (B)(6) 2021.